Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon fifth inflation, it was noted that the balloon ruptured vertically. The device was simply removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.